Event description:
It was reported a novum iq large volume pump under-infused. The patient had a mean arterial pressure of 50, heart (cardiac) index at 1.0, and heart rate was 60 beats/minute. Due to the patient¿s ¿cardiac instability¿ the bedside physician, immediately administered a ml IV bolus of lactated ringer¿s, increased the levophed dose (8mg/250cc) from 20 to 50 ml/hour and the dobutamine dose from 7.5 to 10 mcg/kg/minute. Reportedly, the changes ¿were ineffective¿, and the medical team initiated isuprel (isoproterenol) at 2mcg/minute. Isuprel, dobutamine and levophed were connected into the same y-site in the same infusion line (blue) that was connected to a jugular venous catheter with 4 channels. At this point, the isuprel infusion pump sounded an alarm for a downstream occlusion. Then the levophed and dobutamine pumps also started to alarm for downstream occlusions. The decision was made to switch the dobutamine, levophed, and isuprel into a different access port (¿the brown route of the kit jig¿). The medical team observed an increase in the patient¿s blood pressure and cardiac output. Additionally, ¿normalization¿ of the patient was noted. No further information was available at the time of this report.

Manufacturer narrative:
E1: initial reporter phone no: (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Additional information: h6 and h11. H11: the device was received for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. The device successfully underwent an hour long, simulated infusion. During this infusion, simulated downstream/upstream occlusion were performed multiple times and the downstream/upstream occlusion sensors were triggered within 2 to 4 seconds. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The reported condition was not verified. Should additional relevant information become available, a supplemental report will be submitted.